Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was not returned for analysis. A labeling review was performed and no anomalies were found. Infection is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label and is considered an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) and spyglass procedure performed in the common bile duct (cbd) of a patient on (B)(6) 2015 as part of the e7101 spyglass china registry clinical trial. According to the complainant, following an ercp , it was determined that a spyglass procedure was required. The target lesion was visualized through fair quality spyglass image. The procedure findings revealed a bile duct stricture and mass and was diagnosed as a "bile duct benign stricture and biliary papilloma." The procedure was completed with no known device malfunction. On (B)(6) 2015, the patient developed biliary tract infection and prolonged his hospital stay. The subject was treated with "dexamethasone, vial imine culture in the south west division and sodium symptomatic treatment." On (B)(6) 2015, the infection was considered resolved and the patient was discharged in stable condition. In the physician's assessment, the development of the biliary tract infection was related to the ercp procedure and spyglass procedure and the device did not cause or contribute to the infection. Additional information as of june 12, 2015. The biliary tract infection that the patient developed was cholangitis.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) and spyglass procedure performed in the common bile duct (cbd) of a patient on (B)(6) 2015 as part of the (B)(4). According to the complainant, following an ercp , it was determined that a spyglass procedure was required. The target lesion was visualized through fair quality spyglass image. The procedure findings revealed a bile duct stricture and mass and was diagnosed as a ¿bile duct benign stricture and biliary papilloma.¿ the procedure was completed with no known device malfunction. On (B)(6) 2015, the patient developed biliary tract infection and prolonged his hospital stay. The subject was treated with "dexamethasone, vial imine culture in the south west division and sodium symptomatic treatment." On (B)(6) 2015, the infection was considered resolved and the patient was discharged in stable condition. In the physician's assessment, the development of the biliary tract infection was related to the ercp procedure and spyglass procedure and the device did not cause or contribute to the infection.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.